Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that premature battery depletion of this device was suspected. A decrease of approximately 0.5 years was observed during a recent device check. There have been no obvious programming changes, and atrial fibrillation (af) is at 100%. The field wanted confirmation as to whether this is due to af burden. A technical services consultant discussed that the increase in power consumption is in fact due to af; however, the power consumption has been steady over the past year. It was recommended to continue with routine follow-up visits, and to consider programming options by turning off atrial sensing. This device remains implanted and in service. No adverse patient effects were reported.